Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow up report will be provided upon completion of the investigation.

Event description:
Name of procedure: partial nephrectomy. Translation ame: the cd001 was as always used as per IFU. The string was removed from the actuation rod, the introducer was removed and the bag was "parked" inside the patient for further specimens. While thereafter inserting the suction/irrigation system through the same trocar, the two metal supports and the white plastic bridge fell out. The parts could be completely removed and did not cause any injury to the patient. Photo and video material will be provided to us. The remainder of the lot will be returned. Additional information received from applied medical representative via email on 03aug2020: the "white plastic bridge" is the internal component of the device that holds the metal supports in place. The 3 components were inside the trocar and fell into the patient because of the introduction of the suction/irrigation. Patient status: no patient injury. Type of intervention: retrieval of separated parts.

Event description:
Name of procedure: partial nephrectomy. Translation ame: the cd001 was as always used as per IFU. The string was removed from the actuation rod, the introducer was removed and the bag was "parked" inside the patient for further specimens. While thereafter inserting the suction/irrigation system through the same trocar, the two metal supports and the white plastic bridge fell out. The parts could be completely removed and did not cause any injury to the patient. Photo and video material will be provided to us. The remainder of the lot will be returned. Additional information received from applied medical representative via email on 03aug2020: the "white plastic bridge" is the internal component of the device that holds the metal supports in place. The 3 components were inside the trocar and fell into the patient because of the introduction of the suction/irrigation. Additional information received from applied medical representative via email on 15sep2020: the inzii bags were not used inside the patient. They were used by the representative to demonstrate the proper handling to the or staff and to see if the malfunction can be replicated. The inzii bags functioned normally. The components were broken intentionally to demonstrate that the event described cannot actually happen. There are no pictures/video available. The representative was misinformed. Patient status: no patient injury. Type of intervention: retrieval of separated parts.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the root cause of the reported event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.